Manufacturer narrative:
Spacelabs is evaluating this reported event and will file a supplemental report when our evaluation is concluded. Placeholder.

Manufacturer narrative:
The facility biomed met with the clinical staff to confirm the complaint description. The facility biomed tested the monitor and found that it performed to specifications, including providing an operational audible alarm. The facility biomed could not reproduce the problem. The customer has not reported any additional issues with this monitor. Spacelabs is investigating the issue and will file a supplemental report.

Event description:
Spacelabs received a report that a patient monitor model 91393 displayed the red flashing lights of a visual alarm, but did not provide an audible alarm tone on (B)(6) 2014. No one was injured as a result of this event.

Event description:
Spacelabs received a report that a patient monitor model 91393 displayed the red flashing lights of a visual alarm, but did not provide an audible alarm tone on (B)(6) 2014. No one was injured as a result of this event.

Event description:
Spacelabs received a report that a patient monitor, model 91393, had red flashing lights of visual alarm, but was not making an audible alarm tone. No one was injured as a result of this event.

Manufacturer narrative:
The facility biomed met with the clinical staff to confirm the complaint description. The facility biomed tested the monitor and found that it performed to specifications, including providing an operational audible alarm. The facility biomed could not reproduce the problem. The customer has not reported any additional issues with this monitor to spacelabs. A spacelabs product support specialist made multiple attempts to contact the facility biomed via phone messages and email to obtain additional information. However, the facility biomed did not return any of the messages. Due to insufficient information from the customer a root cause could not be determined. This report is considered final and the issue closed. Placeholder.